Manufacturer narrative:
Siemens engineer went onsite and performed an instrument diagnostic check which passed all tests. All qc results were in the expected ranges. Proper technique, maintenance and storage have been reviewed with the customer and there were no issues found. The calibration bar was examined and found to be free of damage or discoloration. The customer stated that they have had no further discrepancies. The cause of this event is unknown.

Event description:
The customer reported a false negative hcg result on the clinitek status+ on a patient who was known to be 11 weeks pregnant. There was no report of injury due to this event.